Manufacturer narrative:
Concomitant products used during the procedure:carto xp system;model #: m-4700-01,(B)(4).cool flow irrigation pump;model #: m-5491-02,(B)(4).stockert rf generator;model #:m-5463-01,(B)(4).

Event description:
It was reported that after an atrial tach left side ablation and during post procedure testing, it was noted that the patient's blood pressure had dropped. Ultrasound confirmed a mildpericardial effusion. A pericardiocentesis was performed and the transthoraxic echocardiogram confirmed that the effusion had ceased. The drain was left in and the patient was sent to the ICU. The patient was monitored overnight. Patient's prognosis was excellent and had fully recovered. The hospital staff stated that the patient was doing well and was sent home the following day. On the same day, the customer was contacted by biosense webster field service engineer. The hospital staff stated that the adverse event was not due to any deficiency of any bwi product and no further follow up is needed. He advised that it was merely a complication (procedure related) of the procedure type not caused by any equipment.